Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be telemetered due to a depleted battery. However, when the device was powered, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was lost to follow-up and their implantable cardioverter defibrillator (ICD) was unable to be interrogated. Boston scientific technical services (ts) discussed that it was likely in storage mode and that therapy would not be available. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The hospital retained this device and it is not expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was successfully explanted and replaced. No additional adverse patient effects were reported.